Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to the change of patient's pain area. Additional suspect medical device component involved in the event: model#: sc-8120-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.